Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a worn-out video connector latch which caused a poor connection with the pigtails and no dvi signal due to a faulty dp board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, output for the external monitor did not work and no signal on the evis exera iii video system center. There was no delay with the diagnostic procedure and it was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dp board (printed circuit board) could not be identified. Olympus will continue to monitor field performance for this device.